Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the threads on the shell impactor were damaged. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
Reported event: a restoris pst straight impactor became cross threaded during a case. The issue did not prevent the impactor from being used and there was no patient harm. Device evaluation and results: the product was unavailable for inspection. CAPA (B)(4) has been initiated in regards to missing product. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 1/16/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209037, lot number 030433 shows one additional complaint related to the failure in this investigation. These complaints is (B)(4). Tracking of complaints related to the 209037 part number will be tracked through quarterly trend request #(B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: CAPA (B)(4) has been initiated in regards to missing product. Per RMA records, the device was delivered to stryker mako for investigation. After transaction through the mako internal RMA process, the part was lost prior to receipt by an investigator. Device was not available for evaluation.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the threads on the shell impactor were damaged. The case was successfully completed and there was no harm to the patient.